Manufacturer narrative:
(B)(4). Lot number: potential lot number - p5l0783x, expiration date: 11/30/2020, device manufacture date: 11/01/2015, (B)(4).

Event description:
According to the reporter: free flap / neck dissection procedure. Anatomy involved in neck and legs during flap dissection. There is issues with clip security in the instrument jaws and clip security on the vessels. Clips tend to get knocked loose very easily while positioning on vessels. This causes a laceration to the vessels if the fallen clip is not noticed before the handle is squeezed. Clips also come loose off of vessels very easily after placing the clip. The clips do not line up with each other evenly or consistently. New devices are opened to correct the condition.